Event description:
The facility returned the device for service. During service the baxter repair technician reported batteries that were below alarm threshold. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition depleted batteries was confirmed. The batteries were 1 discharge below alarm threshold. The batteries were replaced. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Additional recall ref: 6000001-12/13/05-019c